Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual examination noted the lead was returned with the distal end missing, as was reported from the field. In addition, outer insulation damage was noted at the distal end of the terminal boot and also in the region ~17-18 cm from the terminal pin. It was determined the outer insulation in those areas had become degraded at an accelerated rate, likely due to the blood chemistry of the patient. The inner insulation coating remained intact on the conductors. The allegation of difficulty in retracting the helix could not be confirmed, due to the missing distal end of the lead.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a device upgrade and it was difficult to remove due to helix not retracting. It was removed using laser lead extraction and the lead was broken during the explant. The lead was successfully replaced. No additional adverse patient effects were reported.